Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing heat sensation on the ipg site. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was relocated to address the issue.